Event description:
It was reported that the pt had an infection at the neurostimulator pocket site. The device was explanted and cultures grew (B)(6). Additional info was requested. See manufacturer's report # 3004209178-2010-10591.

Manufacturer narrative:
(B)(4).